Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridges. Reportedly, the cartridge was filled with 400 units, and the fill estimate decreased faster than expected after approximately 2 days of using the cartridge. Review of the pump data logs by tandem technical support confirmed the reported events. Subsequently, the customer reported filling the syringe accurately, performing the air extraction technique, and not overfilling the cartridge past 480 units. The customer's blood glucose level was 260 mg/dl, and was addressed with a correction bolus. It was confirmed that the customer will continue using the pump for insulin therapy.